Event description:
Caller stated that she purchased a blood pressure machine for her dog but she found out that the machine is used with scratched screens, with damaged and wrong usb cords. The caller stated there are information left by a previous owner which shows the device is a used machine.